Event description:
The following was found using the drug dosage function on the infinity bedside monitors in the ICU, using unit manager, the co has defined a number of drug dosages in total of 5-9 different drugs. Please note that the dopamine concentration is now located under dodutamine, this means that a dosage is 10 times that of the desired (for the syringe). If the user relies on the drug dosage data "blindly" there is a potential to deliver the wrong dosage. This is most likely to occur when the rn needs to reload the syringe (which will contain pt's own ICD dosage). As a safety measure please note that this is only a problem if within a hosp different drug lists are used in different areas (this includes not only drug order but especially drug concentration) the co would say that the policy for the hosp should to always check the syringe label/concentration for verification whenever changing drug administration. In order to use the drug dosage with the current s/w level (note the co tried with ve0.5 and vf0.1 the hosps should use a standardized drug list (by name and concentration) throughout their installation. In the hosp, this is not a safety problem as drug dosage is used ony in the iccu with only one configuration.